Event description:
The skytron 3600 series hand control quit working during the procedure. Switched to manual mode to continue case, after trouble shooting with another control and cord. Awaiting biomed evaluation.